Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination of the shaft was performed and revealed that a severe kink, 133mm distal to the strain relief on the hypotube was noted. The balloon was observed to be unfolded with a significant amount of blood within the balloon and inflation lumen and a leak was present. A visual and microscopic examination identified a longitudinal tear in the balloon body beginning approximately 2mm distal to the distal edge of the proximal markerband which extended distally along the balloon for approximately 8mm. No other issues were identified with the balloon material. A visual and microscopic examination of the markerbands, blades and tip section of the device revealed no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21jun2017. It was reported that the catheter shaft was kinked. The target lesion was located in the coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noticed that the delivery shaft became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a longitudinal tear in the balloon material.